Manufacturer narrative:
Model number/catalog number: sc-2218-70,serial number: (B)(4),batch/lot number: 5124027,model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were adjusted and additional leads were implanted. The patient was doing well postoperatively.